Manufacturer narrative:
As no item was returned no physical examination could be carried out. The DHR identified no deviation in manufacturing. The item was manufactured according to specs. Material properties of the raw material of the nail had been tested and had been confirmed by an independent laboratory without findings prior to manufacturing. The rmf had considered potential implant breakage. The threshold was not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated general aspects: the broken implant is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced but does not present an unanticipated event in itself. Depending on load application ¿ e.g. The patient¿s weight and post-implant activity ¿ also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated (ref to IFU). A successful treatment with a temporary implant requires sufficient bone healing during the implantation period and adequate load application. Technical aspects: as to outstanding product the kind of nail breakage could not be determined. Possible damages on the nail, caused after distribution or intra-operatively, could not be verified. In this case the nail had broken after an implantation period of approx. 2, 5 months. During this period the implant had to absorb / transfer the whole loading because not relieved by increasing bone healing. Load bearing had been allowed ¿as tolerated¿. It could not be determined if tolerated load bearing was exceeding the anatomic and the nails physical requirements. The IFU refers to complications under ¿adverse effects¿ to increased loading, delayed union and osteoporosis (and others) pointing out potential outcomes. Medical aspects: a medical review was not reasonable because no medical records were available. With given information it could not be determined if the trochanteric nail was suitable for the kind of bone fracture. As the revision implant was a total hip it could not be determined if this kind of nail initially suitable for the treatment nor could it be determined in what way initial reduction and implant placement were adequate. With available information a deficiency of the nail could not be verified. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. Product was not received.

Event description:
It was reported that surgeon had a patient come in with a broken gamma nail. She has requested that the nail be sent to be tested for any issues. The gamma nail was removed and a total hip was implanted. Patient was weight bearing as tolerated and nail fractured at the lag screw hole on approximately (B)(6) 2015. No issues reported for screws.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that surgeon had a patient come in with a broken gamma nail. She has requested that the nail be sent to be tested for any issues. The gamma nail was removed and a total hip was implanted. Patient was weight bearing as tolerated and nail fractured at the lag screw hole on approximately (B)(6) 2015. No issues reported for screws.

Manufacturer narrative:
The evaluation revealed the broken nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. No deficiency found during dimensional inspection of the returned product. The evaluation revealed that the nail broke in a fatigue fracture after a period of approx. 4 months of implantation. According to found damages the fatigue fracture had its origination in the webs at lateral. In this area significant material damage had weekend the web caused by misaligned drilling with the step drill; which presents an unintentional use error. General aspects: a nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects, e.g. Overweight, increased loading or material damage are clearly pointed out in the labelling. In this case the implant had been weakened intra-operatively by material damage. It was confirmed that the patient had suffered from non-union which resulted in permanent load application on the implant. As no clear information regarding infection ¿ only mrsa which is hospital related ¿ was provided it could not be determined if respt. In what way infection had contributed to non-union. Non-union and infection are listed under ¿adverse effects¿ in the IFU; risks of potential nail damage during reaming is pointed out in the operation technique. Based on the above the nail breakage was not linked to a deficiency of the device, but was mainly user related (nail damage) contributed by patient conditions (non-union). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No non-conformity was identified. The event was not linked to a deficiency of the device.

Event description:
It was reported that surgeon had a patient come in with a broken gamma nail. She has requested that the nail be sent to be tested for any issues. The gamma nail was removed and a total hip was implanted. Patient was weight bearing as tolerated and nail fractured at the lag screw hole on approximately (B)(6) 2015. No issues reported for screws.